Event description:
The customer stated that one patient sample generated repeat positive results of 0.069 and 0.066 ng/ml for the architect stat troponin assay. The cut-off result used by the customer for this assay is 0.032 ng/ml. The customer tested the patient sample with the roche method and another positive result was generated (compared to roche cut-off value). The customer indicated that the patient did not have any clinical symptoms of a myocardial infarction and therefore, questioned the positive results. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
The customer observed a falsely elevated patient result that did not match the clinical picture, while using architect stat troponin-I, list 2k41-28, lot 61948un13. Product evaluation was performed in order to investigate this issue. Review of ticket trending did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was completed using retained kits of reagent lot 61948un13. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing showed that the likely cause lot performs per specification. No malfunction was identified since retest of the original sample on the architect as well as another manufacturer (roche troponin-t test) also produced elevated results. This information suggests the sample as the cause of the elevated results. The expected values section of the architect stat troponin-I reagent package insert provides examples of other conditions that may potentially increase cardiac troponin-I levels.